Event description:
It was reported that the ts insert was revised because of hyper extended knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
(B)(6). An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the device was not returned for evaluation and no medical information was provided. Further information such as return of the device, x-ray images, operative reports, and patient follow-up notes are needed.

Event description:
It was reported that the ts insert was revised because of hyper extended knee.